Manufacturer narrative:
Although there is a temporal relationship between the patient¿s event of abdominal pain, peritonitis, diarrhea and subsequent hospitalization and pd therapy on the select cycler with cycler set, there is no documentation in the file to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no reported malfunction of the cycler or leak with the cycler set associated with this event. The reported possible overfill events were actually insufficient draining (as evidenced by increasing bun and creatinine levels) during pd therapy due to a malfunctioning pd catheter that required surgical intervention to correct. Based on the available information the cause of the peritonitis cannot be determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the patient encountered an unknown alarm on the liberty select. Follow up on 2018-03-15 the peritoneal dialysis registered nurse [pd(rn)] reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately two months went to the hospital on (B)(6) 2018. Additional information was solicited and received during follow-up with the pdrn on 2018-03-20 and through medical records. The patient had presented to the clinic with abdominal pain and diarrhea on (B)(6)2018 and was sent to the hospital (unknown transport). The patient was diagnosed with peritonitis. The patient¿s pd effluent white blood cell (wbc) count was 431 and a pd effluent culture drawn (B)(6) 2018 was positive for gram positive cocci and rods (unknown organism). The organism could not be identified due to degeneration of cells. The patient was treated/prescribed vancomycin (route, dose, strength, frequency and duration unknown). On (B)(6) 2018 the patient underwent surgery for a malfunctioning pd catheter (not a fresenius product). The catheter was found to be entangled in bowel and omentum. Insertion of fluid was possible, but retrieval of fluid was difficult. Per the pdrn, the patient was believed to have experienced overfill issues. Based on the documentation of the malfunctioning catheter it is believed the patient was not draining properly and not experiencing overfills as originally thought by the pdrn. The patient¿s lab values for increasing blood urea nitrogen (bun) and creatinine suggest inefficient pd therapy. No evidence of infection was seen during surgery and a small amount of proteinaceous matter was flushed from the catheter. Post-surgery the patient catheter was functioning. On (B)(6) 2018, the patient underwent a head computed tomography (CT) scan for seizure activity. No acute disease was found. It is unknown if the patient suffered a seizure event during hospitalization as there is no documentation., however, the patient was administered lamotrigine and phenobarbitol as the therapeutic lab values were checked. The patient experienced several electrolyte imbalances during hospitalization, but no treatment is recorded. No other hospital course is known. It is not confirmed if the patient was continuing pd therapy while hospitalized or if any fresenius products were utilized. It is unknown if the patient was discharged. No further issues have been reported for this patient.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."